Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was damaged when box was opened. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The heater wire was observed to be bent and twisted. The wire remained in place at the base of the jaws. The cold jaw appeared to be peeled at the center where the bent wire would apply pressure when jaws were closed. Based on the returned condition of the device, the complaint was not confirmed for "device damaged prior to use" but was confirmed for both the analyzed failures "bent wire, detached." And "peeled jaw". Specific actions for the confirmed analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was damaged when box was opened. The hospital did not report any patient effects.